Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (972 mg/dl) and the ketone level was large (diabetic ketoacidosis). The ketone level was considered as being dangerous. A bolus of insulin was delivered and insulin injections were used to address the high bg. The customer also walked around and drank water. The customer went to the emergency room and was hospitalized in critical condition. The contact initially thought that the high bg was due to strep throat; however, the contact did not see insulin drops when priming the supplies after the pump was removed. The contact did not think that the pump was delivering insulin (pump had new supplies on it at the time). The customer was treated with insulin drip, saline solution, morphine drip and fluids. The customer was in the intensive care unit (ICU) and then transferred to the general floor. New pump supplies were loaded and customer started pump therapy again. However, the customer had to be brought back to the ICU as the bg level elevated to the 600s mg/dl. After further treatment, the customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The contact was not sure if there was any permanent damage. As the contact did not have the pump at the time of the report, a pump system check was unable to be performed. Although multiple attempts were made to obtain additional information, the contact did not reply to the requests.